Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug release of a 6f exoseal vascular closure device (vcd) was inaccurate and could not seal properly. Additionally the indicator window was not responsive and could not stay in the ¿black-black¿ state. Multiple attempts were difficult, and it was hard to maintain the ¿black-black¿ state. There was no reported patient injury. After interventional surgery, the device was used to seal the femoral artery puncture site. Additional information was requested but not provided. The operated was experienced and skilled in using the vcd. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug release of a 6f exoseal vascular closure device (vcd) was inaccurate and could not seal properly. The plug was noted to have fallen out of the exoseal vcd shaft, found partially deployed and partially out of the shaft. Additionally, the indicator window was not responsive and could not stay in the ¿black¿ state. Multiple attempts were difficult, and it was hard to maintain the ¿black¿ state. There was no reported patient injury. After interventional surgery, the device was used to seal the femoral artery puncture site. The operated was experienced and skilled in using the vcd. The procedure was performed using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. No visible signs of device or packaging damage were noted prior to use. A non-cordis sheath was used. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, tortuosity, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been closed with a closure device or manual compression within 30 days prior, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician placed their thumb on the plug deployment button during retraction, but the indicator window did not show red color. Upon device removal, the indicator wire loop was not deployed or visible. Hemostasis was achieved with manual compression. The deployment button was fully depressed and flush against the handle, and the exoseal vcd with the vascular sheath introducer was removed as a single unit 1¿2 seconds later. The indicator wire was not visible on removal. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a cordis 6f avanti sheath was returned inserted on the unit, and it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window damaged and plug inaccurate placement¿ was not observed through analysis of the device received since the device was received fully deployed with the window in the black/white/red state. The plug was not returned for analysis. The cause of the reported issue could not be determined, especially due to the nature of the complaint since patient related events cannot be duplicate in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was noted that the physician had their thumb on the lever during retraction. As per the instructions for use (IFU), during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.